Manufacturer narrative:
The local area sales representative was contacted and confirmed he was not aware of this situation and stated he would not have been contacted since the patient had another manufacturer's pulse generator implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a physician's follower patient listing report that this patient passed away due to heart failure and sepsis. The only boston scientific product this patient had implanted was a left ventricular (lv) lead which was implanted approximately four years ago. There were no allegations that the lead caused or contributed to the heart failure, sepsis and subsequent patient death, however the source of the sepsis was not known.